Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 6 patients tested for either crep2 creatinine plus ver.2 (crep2) or ca2 calcium gen.2 (ca2). Based on the data provided the results for 5 patients were erroneous and reported outside of the laboratory. Patient 1 initial ca2 result was 1.66 mg/dl. This result was reported outside of the laboratory. The sample was repeated twice and the results were 9.14 mg/dl and 9.16 mg/dl. The result of 9.16 mg/dl was reported out of the laboratory as a corrected result. On (B)(6) 2016, patient 2 (female, (B)(6)) initial crep2 result was 15.02 mg/dl. This result was reported outside of the laboratory. The sample was repeated twice and the results were 0.70 mg/dl and 0.70 mg/dl. The result of 0.70 mg/dl was reported out of the laboratory as a corrected result. On an unknown date, patient 3 initial crep2 result was 5.68 mg/dl. The repeat result was 0.98 mg/dl. On an unknown date, patient 4 initial crep2 result was 6.29 mg/dl. The repeat result was 1.23 mg/dl. On an unknown date, patient 5 initial crep2 result was 8.64 mg/dl. The repeat result was 1.14 mg/dl. It was noted that the same primary tube was used for the repeat tests. No adverse event occurred. The ca2 reagent lot number was 148506 with an expiration date of 07/31/2017. The crep2 reagent lot number was 154035 with an expiration date of 02/28/2017. It was noted that the field service engineer (fse) identified a defect in a sample probe. The sample probe was exchanged and decontamination was performed. It was also noted that a defect was found in the rinse tubing. The investigation has ruled out a general reagent issue because calibration and quality controls were acceptable. The investigation determined that the root cause of the issue was the defect in the rinse unit identified by the fse.

Manufacturer narrative:
Further investigation stated that the rinse tube has a life of 3 years being run for 5 hours per day and 25 days per month. The instrument is 3.5 years old. A further root cause of the issue was concluded to be the lifetime of the rinse tube was exceeded..